Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2023, the patient experienced heart palpitations, was light-headed, eyes went fuzzy and the patient felt weak, the cgm was reading 7.0 mmol and the blood glucose reading was 20.0 mmol. The school where the patient was at the time of the event called an ambulance and the patient was taken to the hospital. At the hospital a nurse took a fingerstick and the value was 20.0 mmol. It is unknown exactly what treatment the patient received, as the patient's mother, who reported, was not present in the hospital. There was no further information about possible treatment, medical intervention, and when the patient was discharged. At the time of the report the patient was still running high but was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Code 4581, e2402 selected as there is no code available for heart palpitations. Diabetes mellitus is a known cause of hyperglycemia.